Manufacturer narrative:
Analysis of the pump identified no anomalies. Fdm updated. Fdr updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving dilaudid (hydromorphone) (4 mg/ml at 0.75 mg/day) via an implantable pump for an unknown indication for use. It was reported the patient kept beeping with the critical alarm and had withdrawal symptoms. The pump was implanted on (B)(6) 2019, and the event date was reported to be (B)(6) 2019. The pump was interrogated, but did not show any issues in the logs. It was reported the critical alarm was going off but there was nothing showing what the reason was. After they were unable to diagnose through interrogation, the pump was explanted and replaced on (B)(6) 2019. It was reported the patient status was alive - with injury, although it was also reported the issue was resolved and the patient was doing fine. There were no identified contributing factors to report. The pump would be returned. Further complications were not reported or anticipated. Additional information was received. It was stated the pump was initially interrogated via an 8840, but the representative interrogated again at the time of explant using the tablet and no errors were evident. Pump logs from an interrogation on (B)(6) 2019 were received. The reservoir volume displayed was 36.5 ml. The pump was programmed to minimum rate on the same date. The logs did not indicate any errors had occurred on or after (B)(6) 2019. However, the logs indicated a motor stall occurred on (B)(6) 2019 at 21:01 with a recovery on (B)(6) 2019 at 04:09, and another stall occurred on (B)(6) 2019 at 07:53 with a recovery on the same date at 15:02. Additional information was received. It was stated there were no pending alarms observed on the 8840 when the device was being implanted. Additional information was received from a foreign healthcare provider (hcp). The hcp also reported the event as a pump had a pending alarm and was implanted. They stated the pump started alarming shortly after the implant.